Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device change out procedure, the right ventricular and atrial leads were seen to have insulation breach. All electrical measurements were in range. Both leads were capped and replaced. The patient was in stable condition prior, during, and post operation.